Event description:
It was reported that coil migrated to the renal vein. The target lesion was located in the ovarian vein. A 6mmx20cm interlock-35 was selected for use. During the procedure, the coil was deployed in the ovarian vein but migrated to the renal vein and had to be retrieved using alligator clips. The procedure was cancelled as the ovarian vein was too small. No further patient complications were reported. It was further reported that the device was completely removed from the patient's body. The patient was stable post and the procedure will no longer be reschedule.

Event description:
It was reported that coil migrated to the renal vein. The target lesion was located in the ovarian vein. A 6mmx20cm interlock-35 was selected for use. During the procedure, the coil was deployed in the ovarian vein but migrated to the renal vein and had to be retrieved using alligator clips. The procedure was cancelled as the ovarian vein was too small. No further patient complications were reported.